Event description:
The customer reported getting a leads switch message when attempting to acquire 12-lead ECG, which could impact or delay diagnosis or treatment.

Manufacturer narrative:
The customer reported getting a leads switch message when attempting to acquire 12-lead ECG, which could impact or delay diagnosis or treatment. On 2/10/08, the philips fse evaluated the device with the users, and there was no malfunction identified. There is not enough information to support that a malfunction of the device occurred.